Event description:
Investigation revealed the text on the display screen was dim, faded and pink. The keypad button cover was also found to be thinning; the up arrow keypad button was unresponsive to button presses. The keypad button cover was removed; contamination found under all keypad contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/04/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: the returned battery cap was used to complete investigation. Investigation revealed the text on the display screen was dim, faded and pink. The keypad button cover was also found to be thinning; the up arrow keypad button was unresponsive to button presses. The keypad button cover was removed; contamination found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).